Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that during the generator change out procedure the physician notice there was a minor insulation breach in the left ventricular (lv) lead near the terminal pin. The physician repaired the lead by using an insulating sleeve that was attached to the lead using medical adhesive. No issues with functional integrity of the lead were noted and the lead remains in use. No patient complications have been reported as a result of this event.